Event description:
The user facility reported that the purge cassette and disc was installed as always, however the automated impella controller (aic) did not recognize the purge system. The staff used a backup purge cassette with the same result. Therefore, they changed to another aic and the system worked well after the change of the aic. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The console was received for investigation. After testing in the lab, the reported issue could not be reproduced. Console was able to prime the purge cassette and detect purge fluid as normal. There were no visible issues observed with the purge disc retainer and flag. The root cause of this issue was most likely a temporary buildup of ingress on the purge motor shaft. E4 should have been left blank in the initial report. G1 manufacturing site name and address